Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge while the user was sleeping. The user's blood glucose level was 300 mg/dl and it was addressed with a bolus. The user successfully loaded a new cartridge.